Event description:
It was reported that this pacemaker is suspected to exhibit premature battery depletion (pbd). The health care professional (hcp) called technical services (ts) to analyze longevity data. Ts review of device data confirmed the power consumption had been gradually increasing and is higher than expected. As a result, device replacement within 90 days was recommended. No adverse patient effects were reported. The device remains in service. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. Device remains in hospital's possession.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker is suspected to exhibit premature battery depletion (pbd). The health care professional (hcp) called technical services (ts) to analyze longevity data. Ts review of device data confirmed the power consumption had been gradually increasing and is higher than expected. As a result, device replacement within 90 days was recommended. No adverse patient effects were reported. The device remains in service.